Event description:
Instruments broke during use. The device broke into several places during use and had to be removed from patient's cavity. Further conversation with the customer revealed that an x-ray confirmed that all the pieces were removed. The physician obtained another instrument and the procedure proceeded without further incident.